Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering because the injection was only way for blood glucose came down. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room, nor admitted into hospital. Drive support cap was normal. The customer used the manual injections to treat the high.the customer was using auto mode. Customer declined troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be, reservoir will not be returned for analysis.